Manufacturer narrative:
Report date: 09jun2021. There was no patient involvement.

Event description:
The customer reported that a philips field service engineer (fse) identified that a ventilator failed the failed electrical safety test during servicing of a field change order (fco). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse) who confirmed the reported issue. The customer reported to have replaced the power cord. The unit was reported to have been repaired and returned to service. No other anomalies were reported.